Event description:
It was reported that malfunction alarm occurred with malfunction code 9 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions, and malfunction code did not reoccur. Customer may continue to use the pump.